Event description:
Paramedics attended to a person diagnosed as pulseless and apneic. An attempt was made to administer external pacing using the device. Disposable pacing/defibrillation/ECG electrodes were attached to the pt. The device allegedly displayed a connect electrodes alarm and use of the device was inhibited. A backup defibrillator/monitor/pacemaker was made available and used to administer external pacing to the pt. The pt was not resuscitated. The customer indicated the reported problem did not cause or contribute to the pt's death. This opinion was based on the immediate use of a backup device.